Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action has been opened to address this issue.. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4): customer claims unit fails flow sensor test. Verified complaint with gearbox rotating clockwise. Interior inspection found diode 15 lifted off the main pcb. Battery is out dated. Unit will be dispositioned due to parts.

Event description:
The customer states that the enteral feeding pump failed the flow sensor test. There was no patient involved.